Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with 500cc mentor memorygel breast implants and experienced rupture, capsular contracture, cysts, rashes, and nipple discharge on the right side post-operational. As a result, the patient is scheduled to undergo device removal on (B)(6) 2019.

Manufacturer narrative:
Correction: after clinical review of this file performed on (B)(6) 2020, it was decided to add code formation of cysts, to more accurately capture the reported event. MRI results indicate the patient experienced bilateral breast cysts. This report is for the patient's right-sided device. Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient experienced bilateral painful ptosis. Mentor also became aware that the patient underwent bilateral device removal and replacement with competitor products on january 28, 2020. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device it was observed to be ruptured. Microscopic examination was performed and the cause of the rupture could not be identified. The evaluation determined that the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 11/21/2019, mentor became aware that the patient is rescheduled to go undergo device removal on (B)(6) 2020. Manufacturer's reference number: (B)(4).